Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-02000, 6000093-2007-02001, 6000093-2007-02002, 6000093-2007-02003. It was reported that post a coronary drug eluting stenting treatment procedure, a severe "trunkal" rash occurred. The patient presented with exertional chest discomfort and dyspnea which developed during a 2-day canoe race. The patient's pre-visit medications were glucosamine chondroitin and prilosec 20 mg daily. Six days prior to the placement of the taxus stents, an exercise nuclear stress test showed an exercise duration of 6 minutes and 33 seconds on the bruce protocol. There were 2 mm of st segment depression in the inferior and lateral leads. Perfusion images showed a reversible apical/septal defect with a calculated ejection fraction of 37%. The patient was started on asa 325 mg daily and toprol xl 50 mg daily and scheduled for a left heart catheterization. The patient was started on plavix 75 mg daily and lipitor 10 mg daily, five days prior to the placement of the taxus stents, in preparation for a staged pci. The patient underwent successful rotational atherectomy and stent placement to the proximal and mid lad using a 3.50x12 mm taxus express2 drug eluting stent, a 3.00x28 mm taxus express2 drug eluting stent, and a 3.00x28 mm taxus express2 drug eluting stent, dilated to 3.61 mm, reducing the stenosis from 90% to 0%. A 2.50x12 mm taxus express2 drug eluting stent was placed in the second diagonal, dilated to 2.61 mm, reducing the stenosis from 90% to 0%. Unfractionated heparin was used to anticoagulation. Isovue 370 was the contrast medium. Versed and fentanyl were used for sedation. Four to five days after the placement of the taxus stents, the patient developed a diffuse maculopapular rash on his trunk. The patient stopped taking lipitor with no improvement, and then resumed taking lipitor after 4 days. The patient then stopped taking plavix and was started on ticlid 250 mg twice daily. The patient was started on a medrol dose pack with a gradual improvement in the rash. The patient returned for the second part of the staged intervention once the rash had cleared. Twenty five days after the original placement of the taxus stents, the patient underwent successful stent placement to the mid right coronary artery using a 3.00x32 mm taxus express2 drug eluting stent, which was dilated to 3.62 mm. This time, the patient received angiomax for anticoagulation. The patient also received isovue 370, fentanyl, and versed. The patient also had continued on lipitor, asa, ticlid and toprol xl. 50 mg of IV benadryl and 100 mg of IV solu-cortef were given prior to the procedure. One day following the second procedure, the patient had developed a diffuse maculopapular rash on his trunk. He was discharged home on a steroid taper with near resolution of the rash within a week. After the rash cleared, he switched back from ticlid to plavix without any recurrence of the rash. He is now back to his usual, active state of health without any difficulties. The physician doesn't believe the patient had a plavix allergy. Patient received angiomax and heparin during both stent placements. Patient status reported as "fine."